Manufacturer narrative:
Photo evaluation summary: three photos were received from the account. Two photos captured the device packaging with no damage visible. The third photo captured damage to the tip of the dilator confirming the event reported by the account. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was intended for use as an accessory device for the endovascular treatment of a patient. It was reported that during the index procedure, when priming of the sentrant was performed and the wire was about to be inserted into the inner tube, a breakage was noted on the device at the tip of the inner tube. There was no damaged noted on the outer container of the device. The physician decided to replace the sentrant with a non-medtronic sheath to complete the procedure. As per the physician, the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.